Event description:
It was reported that the insulin pump had a crack battery compartment. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, broken battery tube threads and belt clip slot, scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.